Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device was no longer alarming. They don¿t receive alarms for low or high blood glucose alerts. Their blood glucose levels during the incident were 18 mmol/l. The customer also had a blood glucose of 2.4 mmol/l which they treated with food. They performed a self-test and the device failed. The device will be returned for analysis.

Event description:
Customer stated that they ran a self-test, but it alarmed hardware low level failure. Customer ran another self-test and hardware low level failure occurred. During troubleshooting, self-test passed.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones or beeps functioned properly. However, hardware low level failures confirmed in the pump history due to broken trace on u1 keypad assembly.